Event description:
Patient had balloon inserted on (B)(6) 2016. On (B)(6) 2017, patient reported having had cramps, nausea and no bowel movement for 5 days. Physician instructed patient to take milk of magnesia, zofran and levsin. On (B)(6) 2017, physician reported that patient was still bloated and feeling nauseous while experiencing diarrhea. Physician sent the patient to the ER for IV fluids. Patient had bloodwork and ultrasound, which was negative for gallstones. However, patient was diagnosed with pancreatitis. CT scan confirmed balloons were inflated. On (B)(6) 2017, physician referred patient to local physician to have balloons removed. Balloons were removed on (B)(6) 2017. The patient was discharged home and reported to be stable with no further sequelae reported.